Event description:
This 48 year old female underwent a breast augmentation in 1978. Gel prosthesis were implanted at that time. There is no data obtainable in terms of size or manufacturer's origin. One of the breasts has become firm and the capsules are palpable on physical exam. Gross exam: both implants are focally ruptured and exude sticky, stringy material.